Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when testing the new install the system experienced em issues with both the flat emitter and side emitter. The site set up the flat emitter, went to register and the tracking details showed all details as a red status. The flat emitter was swapped to another system and issue was resolved. The side emitter was also showing nipt, it was moving abruptly in and out of the tracking area grid. The side emitter was swapped to the another navigation system and did not have issues. There was no patient involved. Troubleshooting ruled out environmental issues by using another system in the same area with emitters in the same placement. There were consistent tracking issues with both side emitter, and flat emitter on the system so it was suspected there was an out of box failure for the electromagnetic (em) controller.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H2, h3: the returned all-in-one (aio) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.